Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. The customer confirmed the problem was the power switch overlay. The customer replaced the power switch overlay to address the reported problem.

Event description:
The customer reported that the unit turned on by itself. No patient or user harm was reported. Event date not specified, estimate used.